Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2011; addr01 implantable pulse generator (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) and two leads were explanted due to sepsis. The source of the infection is undetermined. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. A proximal portion was received measuring 45.8 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.